Manufacturer narrative:
Pump received with blank display due to battery tube connector not plugged in properly. Unable to perform functional check including rewind and basic occlusion, occlusion, prime and force system sensor, excessive no delivery, displacement, self test, restart test and all operating current test due to blank display. No cosmetic damage noted.

Event description:
The customer reported via phone call that the insulin pump does not have power and the batteries have been changed 3 times. The customer's blood glucose reading was 374 mg/dl at the time of incident. Troubleshooting advised the customer to clean the battery caps and remove the battery for 10 minutes however, after doing so the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.